Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead perforated the myocardia of the heart. There was no need for further invention. The lead was not implanted and was replaced. There were no adverse consequences to the patient. The patient was stable prior, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.